Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at the emergency room, interrogation of their device revealed noise on the atrial lead and that their device had reached the elective replacement indicator. The patient then presented for a device change out on (B)(6) 2019 where the atrial lead was capped and replaced successfully. The patient was stable before, during, and after the procedure.